Event description:
It was reported the programmer rf (radiofrequency) head was not responding. The rf head was changed out three times, but the problem persisted. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that there were broken tabs on the power cord bay door, the left keyboard hinge was broken, the keyboard cable was damaged and the system fan was noisy. (B)(4): analysis found that the radiofrequency (rf) head would not interrogate devices, also, the cable tested out of electrical specification.